Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was cracked. The following information was provided by the initial reporter: clave on cvl [central venous line] cracked resulting in leaking of ivf [intravenous fluids] and decrease in normal blood sugar.

Manufacturer narrative:
Correction: upon further review, it was found that this medwatch report # 9616066-2026-00559 is a duplicate and should be considered void. The original event was submitted in medwatch report # 9616066-2026-00245.